Event description:
Went to use the handpiece and it would not work. Used a back-up handpiece and this would not work. Tech support indicated that the handpieces may have burnt out. The pt was prepped and under anesthesia and had to be woken up. The vein stripped procedure had to be cancelled.